Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient had some issues with the implanted device/the therapy wasn't helping their symptoms. Caller stated they couldn't remember when the issue began but confirmed it started in 2024, so they were told to try different programs by the patient's health care provider (hcp). The caller stated they got the patient on program 3 and it was helping but then the patient fell right on the device about a week and a half ago (in (B)(6) 2024) and they had gone through all of the programs up to program 6 but since the fall, the patient said the therapy was not helping and that they were having a burning sensation coming from where the stimulation should be in the bicycle seat. Patient services reviewed stimulation considerations with the caller and redirected the caller and patient to follow up with their managing health care provider to further address the issue. Caller had called to request the patient's health care provider (hcp) information because they had intended to reach out to the hcp about the issue. Caller requested for patient services to email the caller the patient's health care provider (hcp) information.